Manufacturer narrative:
On 4/25/19, it was reported to mentor that the manufacturing record evaluation (mre) was performed for the finished device number 267245, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/16/19, it was reported to mentor that the date of implantation was (B)(6) 2003. Race was white, ethnicity was not hispanic/latino. The patient experienced rupture on the right breast implant. The replacement devices were gel mentor memorygel breast implant 325cc. The capsular contracture on the left breast implant was baker grade I and on the right breast was baker grade ii. The date problem observed was (B)(6) 2004. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Facility information: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implants 325cc and experienced bilateral capsular contracture baker grade iii. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the left breast implant.